Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test, and the device alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The motor tested okay. The device had missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed motor error several times. The blood glucose reading was 271mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the alarm history and found motor error, and low reservoir alarms. Assisted the caller to run the displacement and self test and they passed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.